Event description:
It was reported that the customer was receiving no delivery alarms. The customer stated that the alarm occurred during a bolus delivery. The customer mentioned that the insulin pump would stop delivery, and then the customer would disconnect and reconnect. The customer stated that afterwards the insulin pump sometimes continued to deliver or he would receive another no delivery alarm. The customer's blood glucose was 140 mg/dl. Troubleshooting could not be done because it was a past event. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.